Manufacturer narrative:
The catheter was returned missing. The balloon latex and both the distal and proximal windings. The balloon and windings were not returned.

Event description:
Small balloon at distal end of embolectomy, catheter became dislodged while in vessel at time of balloon inflation. Unable to retrieve foreign body.